Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that blood leaked from a bd nexiva¿ closed IV catheter system, during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: the original brand name reported has been corrected.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. DHR for lot number 7167860 was reviewed and no qn related to this batch were documented. Investigation conclusion: we could not find the exact root cause of the issue without a sample.